Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 37 mg/dl. The customer stated that she felt like her blood glucose levels were dropping, and she took five glucose tablets. The customer subsequently passed out while driving. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. The reservoir volume was correct. The customer also stated that she has been taking hydromorphone for pain, which has affected her blood glucose levels. Nothing further was reported.